Event description:
Boston scientific received information that the patient was experiencing diaphragmatic stimulation. Upon being seen, the left ventricular (lv) lead was found to have become dislodged. There were no adverse patient effects reported.

Manufacturer narrative:
Lead remains implanted and patient will be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.